Manufacturer narrative:
The device had entered backup vvi mode after a single reset while in shipped settings. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. The device was successfully restored from backup vvi and tested on the bench. Pacing, sensing, impedance, hv output, patient notifier was tested, and no anomaly was detected. The reported field event of reset was confirmed in the lab, however, the cause of the reported field event remains undetermined.

Event description:
During device preparation, the device was noted to be in backup mode prior to implant. The device was exchanged and the patient was stable.